Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse powered system and found no active errors. Reviewed error logs and found only eng and adv. Performed extensive test drive with both consoles. The fse was unable to duplicate issue. System tested and verified as ready for use. No parts were replaced.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) regarding the universal surgical manipulator (usm) arm moving on its own when the surgeon stepped away. The customer grabbed the usm arm with the instrument in the field to stop it. The procedure was completed with no reported injury.